Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system showed an alert due to fluctuating high shock impedance measurements out-of-range. The ICD emitted beeping tones due to this alert. Technical services reviewed the case and recommended interrogating the ICD to stop the beeping and troubleshooting to evaluate a potential right ventricular (rv) lead integrity issue. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system showed an alert due to fluctuating high shock impedance measurements out-of-range. The ICD emitted beeping tones due to this alert. Technical services reviewed the case and recommended interrogating the ICD to stop the beeping and troubleshooting to evaluate a potential right ventricular (rv) lead integrity issue. Provocative maneuvers showed no noise and no jumps in impedance; and x-rays showed no evident integrity issues with the ICD system. The patient will continue to be monitored. This ICD remains in service and no adverse patient effects were reported.